Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer tried to change the infusion site, but the alarm reoccurred. No insulin was seen coming from the infusion tubing. The customer's blood glucose level was not impacted. Tandem technical support performed a system check and confirmed the occlusion. The customer was to use a backup method to manage diabetes.